Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site, the pt's right coronary artery guide catheter support became compromised and the guide catheter prolapsed into the left ventricle. Subsequently, the stent dislodged off the balloon catheter and was embedded within the left ventricle. No retrieval attempts were made and there were no clinical sequeale reported relative to the event.